Manufacturer narrative:
The device was manufactured per patient's prescription (rx). The reported mouthguard was not available for evaluation; however, the material lot information was available for a review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. Without the actual device, further evaluation of the device could not be done. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
The reported device was sent and pending to be received. Once the device is received and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint. On the 3rd day of using the mouthguard, the patient developed blisters, swelling, irritation and redness all around the mouth. Upon experiencing the reaction, the patient stopped using the mouthguard. The reaction went away after 2 days. The patient did not require any treatment for the reaction. The patient was reported to be doing fine. The patient is very sensitive and has many allergies including grass and certain foods. The patient has no relevant medical pre-existing condition. The doctor made adjustment to the occlusal side on the mouthguard's upper right. The patient was recommended to clean the mouthguard using soap and brushes.